Event description:
Right total hip revision surgery was carried out on (B) (6) 2010. The femoral stem, neck and head were replaced. Root cause for the revision was due to the failure of the small pin on the apex modular stem. The pt is doing fine after the surgery. Date of original implant - (B) (6) 2003.

Manufacturer narrative:
Mechanical tests were performed on similar devices.